Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was blocked which caused a leak.

Manufacturer narrative:
Received 1 catheter with leg bag attached. The reported event was confirmed as use-related. No visual defects noted on returned catheter. The sample was evaluated and observed heavy salt accumulation in drainage lumen and near the drainage eye causing blockage which makes it difficult for water to flow through. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient."

Event description:
It was reported that the catheter was blocked which caused a leak.